Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2316500; model: sc-2316-50; serial: (B)(4); batch: 17234390.

Event description:
It was reported that following an implant procedure, the patient was experiencing inadequate stimulation on the left side. Several reprogramming attempts were made, however, unsuccessful. It was decided to send the patient back to the operating room (or) and the physician moved the left lead to the right side of the epidural space for better stimulation coverage.